Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the unintended movement associated with the clip opening while locked in this incident could not be determined. It should be noted that the mitraclip system instructions for use, warns, ¿initial mitraclip system positioning in the left atrium¿ ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. In this case, since it cannot be definitively confirmed whether the user error led to the clip opening while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps/instructions age estimated (year of birth reportedly (B)(6)). G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. One mitraclip was implanted medial to a2/p2. A second mitraclip (90502u228) was implanted lateral to the first clip, however after deployment the clip arms opened to approximately 20-30 degrees. The clip arms were noted to be moving with the heart beat, but the leaflets were secured between the grippers and clip arms. It was noted that the clip delivery system (cds) was curved more than 90 degrees during the procedure. A third mitraclip was implanted to stabilize the second clip, successfully reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela.